Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse replaced the lid hinges and verified that the instrument cover would remain upright. The cse also installed anti-static pads to minimize static, which can cause movement of reaction vessels in the loading area. The cause of the instrument cover not remaining upright was a malfunction of the lid hinges. This instrument is performing according to specifications. No further evaluation of the device is required. Siemens healthcare diagnostics has investigated the instances of dimension exl instrument reagent lids falling during maintenance procedures. It has been determined that the hinge may lose its effectiveness and slowly shift downward during maintenance procedures. Customers in the united states were sent urgent medical device correction (B)(4)entitled "dimension exl reagent lid hinge issue" and customers outside of the united states were sent urgent field safety notice (B)(4) entitled "dimension exl reagent lid hinge issue". The (B)(4) inform customers that their cse will inspect and adjust the tension on the reagent lid hinges during every visit. If the hinges can no longer be properly adjusted, the hinges will be replaced. The (B)(4) also instructs customers to contact the siemens customer care center or their local siemens technical support representative if they observe that the reagent lid is shifting downward while in the open position.

Event description:
The operator of a dimension exl w/lm instrument contacted the siemens customer care center (ccc) due to the reagent lid not staying in the upright position. The operator stated that the lid would slowly fall and make contact with their head. The operator was not injured and no medical intervention or treatment was required.